Event description:
On (B)(6) 2015, l-p shunt implantation was conducted. Since fluid did not flow through the valve, the surgeon implanted a backup device instead. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 160mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water, no occlusion was noted. The catheter were irrigated with purified water, no occlusion was noted. The siphonguard was irrigated, no problem was noted. The valve was leak tested, no leakage was noted. The valve was tested for programming. The valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot ctbcc0, conformed to the specifications when released to stock on the 19th february 2015. No root cause could be determined as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.